Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. The site location was right abdomen. No further information available.